Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The top case was cracked by the tube holder. The investigator also noted a cracked right plunger case and a cracked screw boss on the left plunger case. There was also visible contamination by the "l" bracket of the pole clamp. The customer reported force sensor error was evidenced in the event history log (ehl), but was not reproduced during functional testing. The customer reported product problem was confirmed on the basis of the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The right /left plunger case, force sensor and plunger cable were replaced as a preventive measure

Event description:
It was reported that the medfusion pump exhibited a force sensor failure. No patient injury or complications were reported in relation to this event.